Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the trauma patient at risk for deep vein thrombosis had a vena cava filter successfully deployed without incident. Approximately seven months post filter deployment, the patient presented for possible filter retrieval. A bilateral lower extremity duplex doppler exam revealed significant residual nonocclusive thrombus in the right leg and thrombus in the right iliac vein. An inferior venacavagram demonstrated deformity of the filter with partial collapse of the legs and ivc occlusion. The physician was unable to pass a wire beyond the filter and an attempt to probe the occlusion with a wire was unsuccessful. Therefore, the decision was made to not remove the filter. The patient was given a prescription for lovenox for five days and instructed to restart coumadin and was recommended to be on anticoagulation for at least six months. Approximately ten months post filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and a venacavagram demonstrated total occlusion of the infrarenal ivc from the level of the filter downward. The ivc, right common iliac, right external iliac, right common femoral, and right superficial femoral veins were then recanalized followed by balloon venoplasty. Cine images from fluoroscopy demonstrated recanalization of the infrarenal ivc below the filter. Attention was then turned to the embedded filter. A snare was able to successfully engage and retrieve the filter using five pounds of tension. Retrieval of the filter was indicated to be complex. Post retrieval venogram demonstrated no evidence of acute injury. Access was then gained to the left common femoral vein and the left common iliac vein and left iliocaval venous segment was recanalized followed by balloon venoplasty. Stenting and venoplasty of the ivc, bilateral common iliac veins, right external iliac vein and right common femoral vein was performed. The patient tolerated the procedure well without immediate complications. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven months post filter deployment, during a scheduled retrieval attempt, an inferior venacavagram demonstrated deformity of the filter with partial collapse of the legs and ivc occlusion. At this time no attempt was made to retrieve the filter due thrombus below the filter. Approximately ten months post filter deployment, a snare was able to successfully engage and retrieve the filter using five pounds of tension. Therefore, based on the provided medical records, the investigation can be confirmed for material deformation of the filter (collapsed filter legs). The investigation is unconfirmed for the alleged retrieval difficulties; no attempt was made to retrieve the filter seven months after filter deployment. Additionally, ten months post filter deployment the filter was able to be successfully retrieved with a snare device. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warning: remove the (B)(4) filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4)® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the denali filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. Approximately ten months post filter deployment, the filter was successfully removed percutaneously after an attempted but unsuccessful removal procedure three months prior. It was further reported that the filter was deformed and the limbs were partially collapsed. No patient injury was reported.